Manufacturer narrative:
Medical devices: biolox head, catalog no# : unknown, lot #: unknown; durasul inlay, catalog no# : unknown, lot #: unknown. Therapy date: (B)(6) 2019. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on left side and underwent revision due to pain and loosening.

Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6 correction: b4, b5, g4, g7, h10 trend analysis: no trend has been indentified. Event description: it was reported that the patient was implanted on (B)(6) 2013 and revised on (B)(6) 2019 due to loosening. Review of received data: - revision report, (B)(6) 2019 : diagnosis: suspicions on stem loosening left hip following stem revision to revitan curved 16/200 following periprosthetic fracture following htep left 2013. Treatment: htep revision (revitan proximal 55 cylindrical, revitan distal curved 22/200, biolox 36/s, durasul inlay kk/36) anamnesis: patient has pain due to loosened revitan stem. The punctured showed 2500 cells per ul, no growth was found. Description of procedure: subvastus-anterior approach. Removal of the uppermost cerclage cable, underneath there is a hole in the bone and secretion of a brownish fluid from the femoral canal. Longitudinal opening of the femur along the linea aspera until above the greater trochanter and removal of the fragment. Luxation and removal of the head and the proximal revitan component during which a fracture of the dorsomedial corticalis occurs. Removal of the inlay, lavage and insertion of a new durasul inlay kk/36. Further, insertion of a revitan stem 22/200 with a 55 mm proximal revitan component and a biolox head 36/s. - x-ray review: the x-rays are undated and therefore it is unknown at which point in time (before, during or after the surgery) the x-rays were taken. It is impossible to evaluate whether some of the x-rays show the stem before revision. Therefore, the provided x-rays were not reviewed. Devices analysis: - no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - all involved devices are intended for treatment. - the compatibility check could not be performed as detailed product identifications are unknown. - a DHR review could not be performed as the lot number is unknown. Conclusion summary: it was reported that the patient was implanted on (B)(6) and revised on (B)(6) 2019 due to loosening. The received surgical report did not provide further details on the stem osseointegration. No product was received, therefore visual and dimensional evaluation could not be performed. Based on the missing lot number review of the manufacturing documentation could not be performed. Further, due to missing product identification of mating implants the product compatibility could not be reviewed. The investigation results did not identify a non-conformance or a complaint out of box (coob). In conclusion, based on the available information, we were neither able to perform an in-depth investigation nor to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4) .